Event description:
User stated c-arm system boots with temp sensor failure and housing hot error messages.

Manufacturer narrative:
Gehc surgery field service engineer performed continuity checks on hv cable and connectors, determined sensor was bad. Replaced temp sensor, system operates as intended.